Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the lock line was difficult to remove and broke requiring intervention. It was reported that this was an emergency mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the leaflets and grasping was performed without issue. When an attempt was made to remove the lock line, resistance was noted after approximately 10 cm were removed. A knot was suspected; therefore, the retraction was stopped. The decision was made to hold the lock line in place with hemostats, and attempt to unlock the clip to remove, but while unlocking, the lock line broke. Deployment steps were performed, and the clip was successfully deployed, leaving the lock and gripper lines in place as a precaution. The cds was removed, and then the gripper and lock lines were removed without issue. Three clips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported difficulty removing the lock line could not be replicated in the testing environment. The knot in the lock line and lock line break was confirmed via returned device analysis. The investigation determined that the observed knot led to the difficulty removing the lock line leading to lock line break; however, a definitive cause for how the knot formed could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.